Event description:
It was reported that during a lap sleeve gastrectomy procedure there is an issue with reloads insertion and replacement. There was a struggle to take the first gst60g reload from the device after it was fired. The reload broke in the middle and later couldn't insert the second reload. They investigated the stapler jaws closely and saw, that there was a left metal part from reload inside the jaws. They removed this part and then successfully put inside another cartridge and continued surgery. Situation repeated with another gst60g reload again, it was very difficult to take it out and it has broke again. Later with gst60b all went ok. No information about the consequences for the patient. Surgery was delayed 10 minutes. The procedure was successfully completed.

Manufacturer narrative:
(B)(4). Batch #: unk. Additional information was requested and the following was received: was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No consequences except longer procedure time. What is the most current patient health status and condition? Unknown. Additional information: this is an analysis of two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: upon visual inspection of the photos provided, there are two broken reloads fully fired and without the pan assembly. In addition a device jaws were also observed. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 7/20/2022 h8: usage of device.